Event description:
Details to follow as our sales rep will be onsite on (B)(6) 2025. At this moment, all he knows is that the tip of the prowater broke off in the left main and patient ended up dying. He will gather more information about lesion and other devices used when he picks up the wire.